Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the shunt cannot be pushed out of the booster. The shunt was immediately replaced and surgery was completed. The event is reported serious injury. The surgery cannot be carried out normally.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3.,h.6. And h.10. A sample was not received at the manufacturing site for evaluation for the report of shunt cannot be pushed out of the booster; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).